Event description:
Info received indicates the bed has no head up function.

Manufacturer narrative:
The technician isolated the issue to a broken coil for head. He replaced the coil to repair the bed.